Manufacturer narrative:
Complaint#: (B)(4); received 100pcs 450040/18i18b for evaluation. We have no further complaints on the material/batch. We forwarded the complaint and customer samples to our supplier for their investigation and comments. Manufacturing and inspection records of the concerned material/batch were reviewed and no abnormalities which could be related to the reported event were observed. Retain and customer samples were visually examined. No abnormality such as damage or molding defect could be observed. Screwing torque was measured on customer samples. The maximum torque was 5.3cn·m. All samples were screwed into holders without any problems. In addition, excessive torque was applied until hub was damaged to obtain the breaking torque. The minimum on customer samples was 21.8cn·m. No sample hub was broken easily by screwing into holder. The minimum breaking torque was more than twice the screwing torque for the same sample. The complaint could not be confirmed.

Event description:
Customer states the following occurred with 2 separate phlebotomists: when they pushed the first collection tube onto the back end needle, the needle apparatus cracked, and the front needle pushed deeper into the patient's vein. Both felt the needle had not been overtightened. They stated that the clear plastic area behind the insertion needle was where the device cracked. The hub itself was still intact.